Event description:
It was reported the customer had a blank display with their insulin pump. Customer reported it took their insulin pump 5 to 6 battery changes before the display would reappear. The customer reported having this issue for a few months. The customer stated they were using the correct batteries. Customer did not troubleshoot for the blank display as their display was fine at the moment. The customer's blood glucose was 140 mg/dl. Customer will be shipped a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.